Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer dermatome device cut too deep while harvesting an autograft. There was an open wound on the patient¿s right abdomen that was sutured closed. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow up reports ie being submitted to relay additional information. On february 21, 2018, it was reported that the device cut into the patient and was being returned to repairs for inspection. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the dermatome an on february 28, 2018 revealed that the calibration and motor speed were within specifications. The control bar was not in the correct position and the thickness control lever was loose. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, thickness lever, vespel bearings, and control bar. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The device was then added to the loaner pool. The reported event was confirmed since during the initial inspection it was noted that the control bar was not in the correct position. If the control bar is low, the blade will overhang and become the first point of contact of the device. The root cause of the reported event was due to the control bar not being in the correct position. During the initial inspection it was noted that the control bar was not in the correct position. If the control bar is low, the blade will overhang and become the first point of contact of the device. It is unknown with the information that was provided how this occurred. The issue was resolved with the replacement of the ball detent, thickness lever, vespel bearings, and control bar. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.